Manufacturer narrative:
Product analysis: analysis was able to confirm an issue with software installation however analysis was unable to confirm that the printer was faulty. Analysis also noted that the stylus tip position on the touch screen needed calibration, the bezel display was damaged, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a software update failure on the programmer. It was also noted that the printer was faulty. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.